Manufacturer narrative:
Device history record (DHR) review did not show any issues related to this complaint. No corrective action can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time due to the lack of defective product, it is not possible to determine the source of the defect reported. Manufacturer will continue to be monitoring trending of similar complaints.

Event description:
Complaint alleges: it was reported that the staples positioned badly and cling to the skin during skin grafting procedure. No patient injury reported.